Manufacturer narrative:
Product complaint #: (B)(4). Additional evaluation summary: one unopened sample of product code pdpb740d, lot paz215 was received for evaluation. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no suture breakage was found and the tested sample met the finished goods requirements.

Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by a sales rep that, during an unknown surgery, the suture was broken during closing wound on the fascia. There were no adverse consequences to the patient reported.